Event description:
Patient presented for her next chemo treatment, complaining that blood was coming from her port site. The rn reports that the patient had the pump delivering 5 fu (5-fluorouracil) connected via the blue clave connector. Upon further inspection of the port site, the blue clave connector came loose from the gripper needle connector and came apart completely when picked up. Patient stated that her nightgown had a small wet area, but she did not notice any wetness in the area before she went to bed. Bedding was not wet. Md, pharmacist, and treatment team were notified. The blue clave connector was changed after the port was flushed. Connection sites were cleaned and the pump was re-started. Staff did not save the clave. No patient, staff, or family injury was incurred.